Event description:
As reported, during a laparoscopic inguinal hernia surgery, when the surgeon opened the 3dmax light package, the ¿inner layer of the packaging paper (tyvek pouch) was open, the sealing is not compacted, and it is damaged. Another mesh was used to complete the procedure. It was reported that the outer box was sealed before unpacking, it was placed in the warehouse of the operating room, which is sterile environment, and no environmental damage occurred. There was no patient injury.

Manufacturer narrative:
As reported, the 3dmax light mesh inner package (tyvek pouch) was found to be open/damaged prior to a case. A photo was provided showing the 3dmax light mesh within the clamshell tray inside of the tyvek pouch. It is unclear based on photo review whether the tyvek pouch is opened/damaged. Returned for evaluation was the 3dmax light mesh within the clamshell tray. (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.